Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. No additional testing was performed and the patient will be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was obtained via the patient¿s remote home monitoring system that the patient¿s system displayed there is continued high oor sli measurements. The clinic is aware of this issue and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Standard post market analysis of the returned lead confirmed only a proximal segment. Setscrew markings were noted on all terminal connectors. Resistance tests on the returned segment were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations nor the patient's death.

Event description:
Subsequently, this product was returned post-explant for disposal. No information regarding the out of service rationale nor the date of explant, was communicated with the return; however, investigation confirmed the patient passed away several years ago. No allegations the system was a cause nor a contributor in the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.